Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, after a tka surgery was performed on 2015, the patient experienced an aseptic loosening right total knee prosthesis. This adverse event was treated by a revision surgery on (B)(6) 2022, all implants (legion ps np fem sz 5 lt, lgn rev tibia base sz 3 rt, lgn pressfit stem 14mm x 160mm, legion con art ins 9mm sz 3-4, lgn pressfit stem 16mm x 160mm, lgn offset coupler 4mm) were exchanged. Patient's current health status is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a right total knee arthroplasty revision was performed approximately 7 years post implantation due to aseptic mobilization (loosening). It was communicated that the requested medical documentation is not available. Without the requested clinical documentation, possible contributing clinical factors could not be definitively concluded. The patient impact beyond the reported aseptic mobilization and subsequent revision cannot be determined. No further medical assessment could be rendered at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that looseness of components as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions, this has been identified as possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include joint laxity or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).